Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site email: (B)(6)).

Manufacturer narrative:
Testing of actual/suspected device: the fse initially replaced the executive processor board but the issue was not corrected. The fse then replaced the front end board which resolved the issue. Subsequently, the fse completed pm service including all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) intermittently failed to power up and displayed a power up test fails code #13. There was no patient involvement, and no adverse event reported.